Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Precision clean toothbrush exploded in mouth; brush head came apart in my mouth [device breakage]. No adverse event [no adverse event]. Case description: salesforce case number (B)(6). A (B)(6) year old consumer reported that an oral-b precision clean toothbrush exploded while being used the fourth time. No further information was provided. (B)(6) 2015 received consumer follow-up: the consumer clarified that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead came apart. No symptoms developed.